Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The pump supplies were changed. The customer did not observe any issues with the pump supplies. Blood glucose (bg) level was 551 mg/dl and the customer was admitted to the hospital for diabetic ketoacidosis (dka). The customer was treated with an insulin drip and was discharged on (B)(6) 2017 with the high bg/dka resolved. As the event had occurred in the past, a cause of the occlusions could not be determined.